Event description:
The customer reported that he was hospitalized with low blood glucose at 38 mg/dl, which he could not successfully get to rise on his own. The customer treated with food. The customer stated he had not had similar problems since the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).